Event description:
A consumer reported that she experienced a corneal ulcer with use of this product. She stated the event resolved with treatment (unspecified medication). Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the complaint device associated with this report was not received for evaluation. Review of the complaint history showed a total of three complaints of this nature reported for lot 187688f including this case and the related case (a mother and her son using the product). Review of the compounding, filing, and packaging (B)(4) did not show any anomalies that may have contributed to the complaint condition. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. A review of the stability data for all clc lots currently enrolled in the stability program was conducted and all lots remain within specification through product expiration. This lot met the incoming qa inspection specifications for all component lots. This lot met all release criteria prior to product release. Based on the (B)(4) review, acceptable finished product results, acceptable component testing results, and the lack of a negative complaint trend, this lot continues to be acceptable. Additional information was requested on (B)(6) 2011. This MDR number 1 of 2 related mdrs. (B)(4).